Event description:
It was reported that the ent department performed a tracheostomy and after insertion it was found to have an air leakage when connected to the ventilator. The tracheostomy kit was removed and was replaced with another one. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - phone number: (B)(6). H3: other; device not returned to manufacturer. Device evaluation: no product or photos were returned therefore no device analysis could be completed. Because the cuff leak was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which is against instruction for use. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.